Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 47 (mg/dl) after they missed a meal and exercised. Customer consumed juice to treat bg level. Recommendation was made to consult with health care provider to discuss diabetes management.